Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The patient¿s weight and medical history were unable to be obtained from the physician.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving a morphine with concentration 20 mg/ml at an unknown dose rate and bupivacaine with concentration 5 mg/ml at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient experienced discomfort at the location of the anchor. The event occurred during normal use. The physician palpated the area and took an x-ray image. The anchor of catheter was described as having been too superficial. The physician decided to bury the anchor deeper, so it didn¿t bother the patient. Environmental/external/patient factors that may have led or contributed to the issue was noted as having been none. Actions/intervention taken included the anchor having been surgically placed deeper in the tissue. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. No further patient complications have been reported as a result of this event.